Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Sample was received by kimberly-clark, and visual examination determined that the distal white tip was missing from the distal end of the central cannula. Visual evaluation also indicated that the distal ends of the 12fr and the 16fr dilators were damaged. Damage that may have originated from clamping was also observed on the peel away sheath. The root cause of the visually identified defects could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "22 fr serial dilator included in kit broke upon removal from patient's stomach. Core "rod" connected to hub pulled through dilators while pulling out of patient, leaving dilators stuck in sheath. Able to pull out sheath with dilators with no harm to patient". Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).